Manufacturer narrative:
The serial number on the device had been smeared and was not readable.

Event description:
When receiving the product for product evaluation, it was found that there were signs of melting on the product. No adverse event reported. The product will be forwarded for complete evaluation.